Manufacturer narrative:
An event of patient experiencing shortness of breath and central regurgitation after three years of trifecta valve implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported hospitalization and surgical intervention were due to a transcatheter aortic valve replacement.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2021, a 21mm trifecta gt valve was implanted for valve replacement surgery. On (B)(6) 2024, the patient began experiencing shortness of breath and confirmed that the valve was leaking. A transcatheter aortic valve replacement (tavr) was performed through the femoral artery.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.